Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation, diaphragmatic stimulation and a sensation of occasional "jumping" in the chest. It was further reported that the right atrial (ra) lead exhibited dislodgement and high thresholds. Reprogramming occurred. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.